Event description:
Allegedly, during a ureteroscopy with laser lithotripsy, the doctor could not get laser fiber to fire. He tried several and then switched to another device to fragment stones. He was unable to complete fragmentation with this unit, so aborted the procedure and rescheduled. The stone fragmentation was completed on (B)(6) 2013; patient condition is good. Reference MFR # 9610617-2013-00045.